Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said when she goes into a store she feels an increase in stimulation. Patient said she even gets a headache from how bad it gets. Patient said that the first time it happened was last monday or tuesday when she went to the pharmacy. No further complications were reported.